Event description:
It was reported that "please look at rod run at follow up."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, an conclusion will be made available following engineering evaluation.